Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was emitted beep tones, and a device check revealed system impedance measurements greater than 400 ohms. The patient denied any impact around the device site, and x-rays showed no issues with the connections, system configuration, or terminal pin position. Upon further review of shock lead data, abnormal measurements as high as 9,999 ohms were observed. These abnormal measurements were consistent with a hardware issue on the s-ICD, and not an electrode issue. The plan was to explant and replace the s-ICD and the electrode. Review of device data indicated the device was in reverse polarity, and it was noted that therapy was off at the replacement procedure. This s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.